Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Additional information: there is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Litigation alleged the patient suffered pain, discomfort, soreness, immobility, elevated metal ion levels (first measured at 2.1 cobalt in (B)(6) 2012) and large fluid collection (discovered (B)(6) 2013; which was aspirated and measured at 478.8 mcg/l cobalt in (B)(6) 2013) since the asr hip was implanted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: 3/12/2014 - medical records received. Patient was revised to address synovitis. The information received does not change the MDR decision. This complaint was updated on: 03/25/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain, metallosis and acetabular cup loosening. There is no additional information that would affect the outcome of this investigation.